Event description:
It was reported that during preparation for an unspecified procedure, a shaft fracture occurred. While removing the balloon protector the device "snapped". No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for an unspecified procedure, a shaft fracture occurred. While removing the balloon protector, the device "snapped." No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two pieces. The shaft was broken at the guidewire exit port. The protector cap was returned still on balloon. The protector cap was removed with ease. All blades and balloon material were in the corrects channels of the protector cap. There was no damage to the balloon or blades. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).